Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker change procedure. Upon interrogation of the pacemaker, failure to sense and high capture threshold were observed on the right ventricular lead. X-ray imaging was performed and found that the lead was dislodged. The lead was then explanted and replaced successfully. The patient remained in stable condition.

Manufacturer narrative:
The reported events were dislodgement, inadequate capture and sensing failure. Final analysis found the complete lead was returned in one piece. The reported inadequate capture and sensing failure were not confirmed. Electrical testing, visual inspection, and x-ray examination found no anomalies. Helix mechanism test found the lead was able to extend and retract normally and helix length was within specification.